Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End use reports seeing a wound care doctor. Current skin care consists of washing the area with saf clenz; applying aquacel extra and then applying the wafer. End user will be sent samples of a flat wafer and a flexile one piece esteem plus pouching system. End use was instructed in skin care and the importance to keep her medical appointments. No additional information become available, a follow-up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware. Reported to the FDA on (B)(4) 2014.

Event description:
The end user reports an ulceration under the mass at the 3 o'clock position. This ulceration began in (B)(6) 2014. End user further reports another ulceration at the 12 o'clock position, but that one has since healed. The open area measures approximately 2cm by 2cm. There is tannish drainage from this area.